Event description:
The lay user/patient contacted lifescan in 2007, and alleged that his one touch ultrasmart meter was powering off during use. The patient reported that the alleged issue first occurred on the same day at 3 pm. He also reported that after the issue started, he developed low blood glucose symptoms (specific symptoms not provided). He was tested on another device with a result of 35 mg/dl. The patient did not take any actions regarding his diabetes management. At the time of troubleshooting, it was verified that this was not a new product and that there was no meter trauma. The patient had replaced the battery per the owner's manual and the condition of the battery contacts was good. The patient was educated on automatic shutoff and the meter did shutoff before the time was up. This complaint is reported because the alleged issue was not resolved with troubleshooting and the patient reported that he experienced symptoms of low blood glucose after the issue began. His blood glucose result on another device was 35 mg/dl. Replacement products were sent to the lay user/patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.